Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found optic and haptic deformed. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 -9.00/2.0/012 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Low vault was observed. Lens was exchanged on (B)(6) 2024 for a same length but different diopter lens and problem was resolved. Cause of event was reported as unknown.